Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver boot was performed and passed while receiver charge failed. Data log analysis was performed and failed. Functional test was performed and failed battery status test. Test 2 was performed and passed/failed. Internal visual inspection was performed and passed. The receiver log was downloaded. An initialization issue was not found within the investigation window. The allegation was not confirmed. However, an unexpected receiver shutdown was found in connection to the reported allegation. The probable cause of the unexpected receiver shutdown was determined to be receiver, defective battery. No injury or medical intervention was reported.